Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2011. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient developed an infection and a subsequent extrusion of the internal device. The device was explanted on (B)(6), 2011. Reimplantation is planned but has not taken place at the time of this report (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(6), 2012.